Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she believes that the insulin pump is not alarming for the no delivery alarm. Customer stated that the pump is doing it twice and it will stop delivering the insulin and will not tell the customer that it has done so. Customer stated that her blood glucose level does not go down and the pump stops giving insulin. Customer stated that she needs to go to work and will call back later to troubleshoot. Customer did not want to troubleshoot for the high blood glucose because she thinks it is just an issue with the absence of a no delivery alarm and under-delivering.